Event description:
Mom went to turn the freedom 60 pump on for infusion of scig and the medication syringe ejected from the syringe pump, striking the child/pt in the face and eye area. Mom tried again and had same issue and captured this with cell phone video. Child with bruise to eye area and taken to urgent care md for eval. Mom reports vision was blurry for child for a couple of weeks. Pt has been on sc ig product for a couple of years and mom knowledgeable in therapy and equipment operations.